Manufacturer narrative:
Additional information received confirmed an explant was performed on (B)(6) 2017. There was no incision enlargement, vitrectomy, or sutures used. Reportedly, there was no post-operative patient injury. Also, the explant was performed due to blurry vision from halos and glare. No additional information was provided. Outcomes attributed to adverse event: required intervention. If explanted, give date: (B)(6) 2017. Explant of intraocular lens. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for the production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is within 2017. The lens remains implanted. An explant was planned for (B)(6) 2017 but not confirmed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 26.5 diopter intraocular lens was implanted on (B)(6) 2017. There is a planned explant on (B)(6) 2017 due to patient experiencing too much glare. No addition information was provided.